Manufacturer narrative:
The technician investigated and found the bed in storage. He checked all four siderails and found them to be operating properly. He removed the center arm latch cover of the right intermediate siderail and found the latch to be clean and operating properly.

Event description:
The rn stated the patient was rolled to the right side of the bed, the right intermediate siderail dropped to the down position and the patient fell from the bed hitting the floor face first. The patient received a laceration above the left eye brow. A CT scan and x-rays were performed. The staff checked the siderail after the incident and found the siderail to be latching correctly.